Event description:
The doctor was snaring a relatively wedged coil. The doctor was able to get the snare around the coil and as it was pulled back, the snare broke off. Another micro elite snare was used to snare the original snare. The broken piece was retrieved successfully, however, a piece of the coil was unable to be retrieved and was left in the body.

Manufacturer narrative:
The product was not returned for eval, so analysis of the device is not possible. Per the physician's description of the event, the snare was used to attempt retrieval of a tightly wedged coil and it was impossible to retrieve the coil. It is possible that the coil was locked within the vessel and/or possibly entrapped by tissue growth. Attempted retrieval most likely exceeded the pull strength of the product, which is approx 6 pounds. The IFU contraindicates retrieval of foreign objects that are entrapped by tissue growth.